Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries on the arch were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported a generator error message. The system shuts down when this occurs, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.